Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty holding a charge with the ipg and felt a burning sensation when charging. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had difficulty holding a charge with the ipg and felt a burning sensation when charging. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient had non-device related surgeries after being implanted wherein electrocautery was used. The patient underwent ipg replacement procedure due to charging issues. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) the explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.